Event description:
It was reported that pump displayed malfunction messages in tandem source, and technical support identified that this indicated malfunction on pump with malfunction code 12 and fault ID present. There was no reported impact to the customer¿s blood glucose level. Caller received instructions and assistance to reset pump malfunction, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction messages returned.